Event description:
A customer reported error message ¿2043 b /f wash control start delay¿ on the aia-2000 analyzer. The customer rebooted the analyzer and was not able to complete an all-set home. The customer also repositioned the wash probes manually with the power off and the wash probe # 4 will not go to do the home position. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. The fse confirmed the complaint by reviewing the error logs. While troubleshooting the cable assembly, the fse found a broken cable wire (xp019) that is located on the bf probe # 4 and replaced it. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number: (B)(6). There were no similar complaints identified during the period searched. Aia-2000 operator's manual on the appendix 4: error messages: (2043) b /f wash control start delay. Cause: b/f wash control operation failed to complete within the designated 18 sec cycle. Solution: contact tosoh service center or local representatives. It is necessary to check position adjustment of actuator of b/f wash. The most probable cause of the reported event was due to the broken cable wire (xp019) that is located on the bf probe # 4.